Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure was aborted and rescheduled. A philips field service engineer (fse) visited the site and confirmed that the system was displaying an error during movement. The fse replaced the amc triple servo drive hp-lp-lp and performed all the necessary adjustments and calibrations. Analysis of the log file confirmed the reported malfunction. After replacing the amc triple servo drive hp-lp-lp, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that some of the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation into this complaint.